Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the device was found to be alarming 41541 during power up. The latch lock flex sensor was inoperable and found to be the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code. No adverse effects were reported.